Event description:
Reporter indicated that the pt became hostile, while the vns was activated, possibly putting themselves or others in danger. It was reported that the pt tried to stab their family member with a pencil. It was further reported that the device was turned off, and the hostility resolved.

Event description:
Further info from the treating neurologist revealed that the pt did not experience this degree of hostility prior to vns therapy.